Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9236-03pp univers vaultlock glenoid trial broke in half. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the device is broken in two parts, closest to the middle post. The cause remains undetermined.